Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level increased to 564 mg/dl. Customer gave a correction dose through pump to address the high bg. Reportedly, the customer changed cartridge, and then resumed insulin to address the issue.